Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Th customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose was unknown mg/dl. The customer was not in the office and couldn't troubleshoot at the time of call.